Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient is a tandem pump user and the tandem and dexcom g6 were apparently showing different readings at the same time. The patient had a reading on one device (not sure if it was the tandem pump or the dexcom g6) decreased below 40 mg/dl but without any alert or alarm for low readings. Around 11:38 am the patient went into a hypoglycemia (specific symptoms were not provided) and am ambulance was called. The paramedics treated the patient with glucose and the patient recovered after treatment. The patient´s nurse tried to look through the t-connect readings for the missed low alert from the day of the event. There was no low alert found in the t-connect results. However a low cgm alert was found within the tandem pump around 11:38am, the time when the patient experienced the hypoglycemia. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. Patient crossed their low alert threshold of 75 mg/dl with an egv of 74 mg/dl at 11:08 am on (B)(6) 2022. The patient received their initial low alert at 11:08 am, which was vibration only. Five minutes later 11:13 am, patient received another low alert at fifty percent volume. The low alert was then cleared at 11:18 am, as the patient's glucose values rose above 75 mg/dl with an estimated glucose value (egv) of 91 mg/dl. The probable cause could not be determined. No additional patient or event information is available.